Manufacturer narrative:
This is not considered an adverse event and the regulatory report associated with this reported device need to be cancelled. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the study states the patient's vision symptoms are not considered to be related to the micro-stent device but rather from the patient's medical history.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, in a clinical study, following a micro-stent implant procedure the patient experienced confirmed worsening in their visual field md of =2.5 db compared to the study 24-month visual field.